Event description:
Caretaker of home pt (hp) reports switching used solution bag to already spiked heater line of homechoice set, while troubleshooting an alarm situation during apd treatment. Caretaker was advised by baxter technician to assist hp in ending treatment at that time, and to restart with new supplies. Caretaker reports no pt injury or medical intervention required as a result of incident.